Event description:
It was reported that the ventricular auto-capture is accelerating the patient's rhythm causing inappropriate therapy. Device reprogramming will be made. No patient's symptoms were reported.